Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering insulin. The customer experienced a high blood glucose level of 33.3 mmol/l. The customer was treated with insulin pump and manual injections for high blood glucose values. The customer experienced dry mouth as a symptom of high blood glucose level. The insulin pump received insulin flow blocked alarm. Troubleshooting was not performed as the customer¿s blood glucose level were not going down and the customer was advised to call emergency room. The insulin pump will not be returned for the analysis.